Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. Based on the information received the cause of the event cannot be determined. Once additional information is received, a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that an 11500a 25mm inspiris resilia aortic valve, implanted for four (4) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 25mm inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H3: evaluation summary: customer report was of unknown reasons and could not be confirmed. Only a fragment of the valve, consisting of leaflet 2 and part of leaflet 3, was returned. Rest of the valve was cut off and not returned. Leaflet 2 had two cut out sections of approximately 8mm x 3mm and 10mm x 5mm. The remainder of leaflet 3 also had a cut out section of approximately 5mm x 5mm. The cuts had smooth and straight edges and cut out leaflet fragments were not returned. The remainder of leaflet 3 also had a 7mm non-transmural cut on the outflow surface. Edges of cut were straight and even and appeared to match up. Sewing ring was cut off from the valve fragment and was not returned. Valve wireform and band were exposed in multiple areas.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d9, g3, g6, h2, h3, h6. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. H3: evaluation summary: customer report was of unknown reasons and could not be confirmed. Only a fragment of the valve, consisting of leaflet 2 and part of leaflet 3, was returned. Rest of the valve was cut off and not returned. Leaflet 2 had two cut out sections of approximately 8mm x 3mm and 10mm x 5mm. The remainder of leaflet 3 also had a cut out section of approximately 5mm x 5mm. The cuts had smooth and straight edges and cut out leaflet fragments were not returned. The remainder of leaflet 3 also had a 7mm non-transmural cut on the outflow surface. Edges of cut were straight and even and appeared to match up. Thrombotic-like material was observed on the outflow surfaces of the remaining leaflets. Sewing ring was cut off from the valve fragment and was not returned. Valve wireform and band were exposed in multiple areas.